Event description:
Consumer reported complaint that the meter was not working with the test strips. Customer is using true metrix pro meter which is intended for multi-patient use. Customer was also using another brand of strips with the meter. At the time of the call the customer reported symptoms of blurry vision and leg swelling. Medical attention was not needed at the time. True metrix product line replacements were sent to customer.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: blurry vision and leg swelling. Meter and test strips were not returned for evaluation. Most likely underlying root cause: using incorrect test strip. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still experiencing the symptoms; customer stated she has been having the symptoms for a few weeks. Customer stated she has a scheduled appointment with a cardiologist the following day. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.